Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed as the evaluation result codes and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented for evaluation due to palpitations and a feeling of electrical stimulation down her left arm. Review determined that there were episodes of noise, oversensing, inappropriate atrial tachycardia response episodes, inhibition of pacing, and high right ventricular thresholds. There also appeared to be oversensing of the respiratory rate trend feature signal. The patient was referred to her device following physician. Subsequently, a revision procedure was performed wherein the patient's right ventricular and right atrial leads were explanted and replaced. No additional adverse patient effects were reported. This cardiac resynchronization therapy defibrillator remains in service with the new leads.